Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that this morning, the patient's infusion set's tubing detached from the connector. The patient's highest blood glucose level was approximately 14.0 mmol/l. No further information available.